Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a crooked image during the pre-use inspection of an olympus camera head. No patients were involved.